Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported device condition indicates the failure to cycle and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely a posterior needle tip to cuff miss occurred. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.